Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had an esophagogastroduodenoscopy (egd) on (B)(6) 2024. The chronic kidney disease improved following implant with the vad. The cause of the anemia was thought to be from the patient's history of gastritis and melena in the setting of chronic anticoagulation. The anemia was treated with oral proton pump inhibitor (ppi) medications. The patient was made do not resuscitate (dnr) and passed away at home with hospice.

Event description:
There were no treatments performed and no intervention for the pump stop events. The patient was not a candidate for a pump exchange due to their age and comorbidities. The patient and their family were aware that the driveline fault would progress at some point and that they were not a surgical candidate. Since the admission, the patient was admitted again from (B)(6) 2024. They were then transitioned to hospice due to episodes of altered mental status in the setting of candidemia. The candidemia could not clear despite intravenous treatment. The candidemia and the altered mental status were the primary drivers of the transition to hospice. The known driveline faults progressed to pump stops, heart failure with reduced ejection fraction (hfref), chronic kidney disease (ckd), progressive anemia, and general decline over the past year contributed to the decision to transition the focus to quality of life. The customer requested an unshielded patient cable.

Manufacturer narrative:
B5 - updated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a prior external driveline repair with a known phase to phase short (MFR # 2916596-2020-00388). They were previously sent home with an ungrounded cable. Despite chronic driveline faults, it seemed the ventricular assist device (vad) functioned mostly normal for the past few years. There were no prior noted pump stops in recent history. The patient was admitted to the hospital and had 2 pump stops, which were brief. The patient was mildly symptomatic during the pump off events. The site submitted log files for review to determine if the events were a continuation of the prior issue or a potential new issue. Following review of the submitted log files, it appeared there were driveline fault alarms captured throughout the history. The phase data indicated a fracture to a conductor within the driveline. There were pump stop events recorded on (B)(6) 2024 while connected to a patient cable. The x-ray image appeared unremarkable. The previous driveline repair was completed about 2 inches from the exit site, therefore an additional external driveline revision was not able to be performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of submitted log file confirmed pump stops and driveline fault alarms consistent with suspected driveline damage; however, driveline damage was unable to be confirmed as no product was available for evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established, and a specific cause for the patient¿s infection could not be conclusively determined. A review of the submitted log file confirmed silenced driveline fault alarms. Two pump stop events were captured on (B)(6)2024 while the device was connected to the power module; it was reported that the patient was utilizing an ungrounded patient cable. The pump stops were associated with low-speed hazard, low flow hazard, and motor stop alarm flags. Based on historical experience with the heartmate ii lvas and similar reported events, these events could be indicative of an issue with the driveline. The system otherwise appeared to be operating as intended, and there were no other notable alarms active in the log file. A driveline x-ray was taken, and review of the submitted x-ray was unable to confirm driveline wire compromise. It was reported that heartmate ii lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 1 ¿introduction¿ of the IFU lists death, local infection, bleeding, and neurologic dysfunction as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 lists infection as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Section 6 also includes information regarding how to prevent and control infection. Information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range can also be found in this section, as well as considerations for when there is a risk of bleeding. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document also contains several sections with information about how to prevent and control infection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.